Event description:
Deflated left breast implant. Pt underwent removal of deflated left breast implant. Implant removed intact completely deflated. Replaced with mentor saline breast implant cat.# 350-1645.